Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a femoral neck system (fns) procedure, when placing the anti-rotation screw, the anti-rotation screw would not lock into the bolt. The anti-rotation screw, bolt, and side plate were removed, new implants implanted and the case finished successfully without further issue. There was a five (5) minutes surgical delay. There was no patient consequence reported. This report is for one (1) bolt for femoral neck system 80mm length-sterile. This is report 2 of 3 for complaint (B)(4).